Manufacturer narrative:
Additional narrative: (B)(4). The manufacturing location was unknown. (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. .

Event description:
It was reported by (B)(6) that the compact air drive device trigger was broken and torn off before use on a patient. During service and evaluation, it was observed that the device motor power was too low. It was also noted that the device failed pre-repair diagnostic tests for function of the attachment coupling, function of the attachment coupling with attachments, function of the air hose coupling, air leak, function of soft mode switch (safety system), untrue running, excessive noise, the power with test bench, and starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.